Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 24.9 mmol/l. Prior to the event, the customer woke up vomiting. The customer's parents did not check her ketones right away because they thought she had the stomach flu. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant alarm due to a faulty connector on the interface board. Unable to down load the insulin pump. Unable to to perform functional test due to constant alarms. The insulin pump was received with a severely scratched lcd window, cracked reservoir tube, cracked battery tube threads and worn keypad overlay.